Manufacturer narrative:
This device was for treatment not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.

Event description:
Patient implanted with medial distal tibia plate and screws for comminuted distal tibia fracture on unknown date. During a follow-up visit surgeon discovered three of the proximal 3.5mm locking screws and one of the proximal 3.5mm cortex screws were broken. Surgeon also noted a non-union of the tibia. Patient was returned to the o.r. On (B)(6) 2013 where surgeon removed the intact plate, six intact screws, and four broken screw heads. The four broken screw shafts remain implanted in patient bone. Patient was revised to iliac crest bone graft, dbx bone putty, and a longer plate and screws. This report is for one unknown 3.5mm cortex screw. This is report 3 of 3 for complaint (B)(4).